Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31146337) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00965, 3008114965-2023-00966, and 3008114965-2023-00967. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician was embolizing a carotid-cavernous fistula (ccf) with moderate tortuosity. The physician deployed a total of 12 coils ad then used onyx¿ 34 liquid embolic and onyx¿ 18 liquid embolic (medtronic). The following three coils: 5mm x 10cm cerepak freeform xsft (xcr120510 / 31146337), 5mm x 15cm cerepak freeform xsft (xcr120515 / 31173107), and 4mm x 12cm cerepak freeform (scr120412 / 31140706) did not detach utilizing the manual detachment. It was reported that breaking of the manual break was difficult, but ultimately it was able to expose the pull wire and pull back the wire to attempt to detach the coil. The difficulty with the breaking of the manual break at the sorting happened on all coils documented in this complaint. All three coils were able to be removed without any negative patient impact. One of the coils reportedly detached on the table after removal. The reported issue resulted in minimal delay. There was no negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-jan-2024. The investigation was completed on (B)(6) 2024. The investigation finding is documented below. Investigation summary: a non-sterile 5mm x 10cm cerepak freeform xsft was received contained in the decontamination pouch. Visual inspection was performed. No attempts at detachment were found. The device was returned fully intact. The manual break was attempted, and the embolic coil properly detached. A review of manufacturing documentation associated with this lot (31146337) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The issue reported regarding the difficulty to break the manual break was not confirmed. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The appearance of the returned device does not suggest that it was subjected to excessive force to overcome the friction with the microcatheter. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) provides the following recommendations for the manual break use: 1. Locate the manual break indicator (mbi) markers approximately 20cm from the proximal end of the device. 2. Using your thumb & forefinger, grip the delivery pusher with one hand precisely at the center of each of the mbi markers. 3. Bend the proximal end of the pusher between the mbi markers approximately 90 degrees or until the tube snaps. If needed, continue bending and straightening until the tube separates and exposes the internal pull-wire. 4. Ensure the proximal portion of the delivery tube is in line with the remaining tube. While holding the distal end, pull the proximal end approximately 2-3cm to release the coil. Note: if it is determined that the coil will not be detached, remove it from the microcatheter as outlined in the following section. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00965, 3008114965-2023-00966, and 3008114965-2023-00967. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.